Event description:
A user facility nurse reported to fresenius that blood loss occurred during treatment on a multifiltrate pro machine. A positive arterial pressure alarm of 500 or 5000 was received approximately 25-30 minutes after initiation of a plasmapheresis treatment. The exact error code could not be provided. The patient's catheter and connections were checked and no issues were found. As there is no recirculation mode, the hcp selected bag change mode and put re-circulator in. This eliminated the error code for about 5 minutes before it displayed again. The treatment was then terminated with the patient losing the circuit. The patient¿s estimated blood loss (ebl) is approximately 200 ml. The patient did not experience a serious injury nor require medical intervention. No sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. However 100% testing of each machine is completed to ensure the device operates according to specification. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility nurse reported to fresenius that blood loss occurred during treatment on a multifiltrate pro machine. A positive arterial pressure alarm of 500 or 5000 was received approximately 25-30 minutes after initiation of a plasmapheresis treatment. The exact error code could not be provided. The patient's catheter and connections were checked and no issues were found. As there is no recirculation mode, the hcp selected bag change mode and put re-circulator in. This eliminated the error code for about 5 minutes before it displayed again. The treatment was then terminated with the patient losing the circuit. The patient¿s estimated blood loss (ebl) is approximately 200 ml. The patient did not experience a serious injury nor require medical intervention. No sample is available to be returned to the manufacturer for physical evaluation.